Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in the hospital and they were not able to get the therapy turned off. The caller indicated that they were not able to connect the handset to the wifi network. The caller stated that they were wondering if it was safe to use bipolar cautery for the surgery. The issue was not resolved through troubleshooting. Additional information was received from the healthcare provider (hcp). Hcp reported that hospital stay and surgery were not due to the device/therapy.